Manufacturer narrative:
Concomitant medical products: 3389s-40 dbs lead, implanted: (B)(6) 2018; 3389s-40 dbs lead, implanted: (B)(6) 2017; dvmb1d4 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing impedance and high increasing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.